Event description:
Ous MDR - after an implantation period of about 53 months, it was reported that the ICD indicated eos after a vt-ablation had been made by using stereo taxis system. Before ablation, the device indicated mol2. The ICD was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 53 months and 30 charging cycles were documented to the device memory. The memory content of the device was inspected. The inspection of the device data revealed the battery status eos, confirming the clinical observation. In the available iegms noise was observed in the ventricular channel on (B)(6), 2015, indicating the beginning of the ablation therapy. The noise led to one charging cycle, which was aborted by activation of the battery status eos at 12:52h. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise. It is reasonable to assume that the noise as well as the activation of the battery status eos was caused by the strong electromagnetic fields present during stereotactic ablation, as mentioned in the complaint description. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. In a next step the eos status was removed with a technical programmer and the device showed mol1 status upon interrogation. Afterwards, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, there was no indication of a device malfunction.